Event description:
It was reported that revision surgery was reported.

Manufacturer narrative:
Based on the received information it can not be exluded that a deadlock of the insert resulted in the reported luxation and misalignment of the ball head. Nevertheless, the root cause for the deadlock of the insert remains elusive.